Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received not attached to the advancer unit and the burr catheter handshake connection was not returned. Visual examination revealed that the advancer knob was missing. The burr catheter sheath was torn/ separated 9mm from the strain relief. The sheath is approximately 132.7cm long with numerous kinks. The coil was separated approximately 145.3cm from the burr. There was a partial wire stuck in the burr. Microscopic examination revealed that the annulus was damaged/ fish-mouthed which is consistent with damage seen with the use of a rotawire. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck in the lesion. A 1.75mm rotablator rotalink plus was selected for use. After four ablations were performed, the burr became stuck in the lesion. The physician removed the burr from the lesion by cutting the rotalink plus device and using a non-bsc guide extension catheter to nudge and poke at the distal part of the burr. Then the burr was damaged due to the guide extension catheter maneuver. The device was removed from the lesion and the procedure was successfully completed with another of the same device. There was no issue noted with the rotawire used during the procedure. There were no patient complications.